Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information received: the stapler being used with the ecr60t was plee60a. The cartridge is not being returned as the rep was told that the hospital will not release devices for return and analysis. No buttressing was being used in the case.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the second firing on the sleeve, with a black cartridge, the patient side of the staple line, approximately the middle portion was avulsed, with "u" shaped unformed staples. There is a debate between the surgeon and the surgical fellow, whether it was more than a serosal tear and if mucosa was visible, indicating that there was an opening in the staple line. The area in question was oversewn. The same stapler was used for the remained of the case with no further issues.